Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after changing dinner timing and diet, believed the ilet was not dosing sufficient insulin, and entered multiple dinner announcements to obtain additional insulin. Symptoms included hyperglycemia with values in the 200s for approximately 30 minutes to 1 hour, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education regarding correct meal announcement practices and referral for follow-up training. Investigation of this case revealed user technique related to multiple meal announcements that can impede algorithm learning. It was concluded that the event was related to use error, and the device functioned as designed when used per instructions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.